Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument got stuck in closed position. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and showed three lives remaining. It passed the recognition and engagement tests and demonstrated intuitive movement with a full range of motion in all directions. The grips opened and closed properly, and the instrument was fully functional. No physical damage was observed, and no issues were detected.

Event description:
Refer to h11 for follow-up information.